Event description:
The patient reported in 04 that they were having an issue with their one touch ultra meter. They would insert a test strip in the meter and the number 1 appeared on the screen. The meter would then power off when they would try to enter the set-up mode. This issue was not resolved with troubleshooting, and a replacement meter was sent to the patient. The did not receive any medical attention or treatment. The patient did not experience any symptoms while they were having this issue with their meter. There is no further clinical information provided.